Manufacturer narrative:
The pump was programmed and monitored for two days, and no unexpected check settings alarms were noted. The pump was programmed with test boluses, and no unexpected check settings alarms were noted during the bolus deliveries. The pump passed the self test and displacement test. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer indicated via phone call that her insulin pump alarmed and received a message to check setting. Customer indicated that she ate food and was going to give herself bolus and that is when the alarm occurred. Troubleshooting found that the check setting indication was on the lcd display after it was already set. Customer's blood glucose was 180 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per her doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.